Manufacturer narrative:
The field investigation report indicated the pt stated, "the bar was extended out about six inches and the traction equipment was removed prior to the injury." The bar or fracture frame adaptor has a warning label which states, "retract when frame is not attached."

Event description:
Nurse alleged the pt injured his right foot due to tripping on the fracture frame adapter. The pt required surgery due to the event. The pt was admitted to the hosp due to shortness of breath and a wound on his right foot.